Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing difficulty charging of the ipg and remote control to ipg communication difficulty. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient will undergo a revision procedure due to several contacts out on the leads and it was not functioning. The physician believed that the patient would benefit from revision due to lead migration. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing difficulty charging of the ipg and remote control to ipg communication difficulty. The patient will undergo a revision procedure.

Manufacturer narrative:
.

Event description:
A report was received that the patient was experiencing difficulty charging of the ipg and remote control to ipg communication difficulty. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time and no further information could be obtained.

Event description:
A report was received that the patient was experiencing difficulty charging of the ipg and remote control to ipg communication difficulty. The patient will undergo a revision procedure.